Event description:
It was reported to philips that the image processing pc (ip-pc) hard disk was full, which would impact imaging. No harm to the patient or user was reported. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the heart catheterization procedure. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and identified a communication failure between the host pc and the ippc hard drive. Upon troubleshooting actions, fse identified that the download board software was missing. After rebooting the system, communication was restored. Subsequently, the fse recreated the image disk store and performed another reboot. After repair, the system was returned to use in good working order.